Event description:
User received discrepant tsh results for three pt samples, when compared to repeat testing on different e modules at customer site. User was unable to determine which e module was generating correct tsh results and said he believes three erroneous results were reported. No info was provided to determine which results were reported. Sample 1, initial result run on this e module (B)(4) gave 0.005 miu per ml. The result was accompanied by a data flag alerting the user the result was under the technical limit. The sample was repeated on a different e module (B)(4) giving 0.012 miu per ml. Sample 2, initial result run on this e module (B)(4) gave 0.005 miu per ml. This result was accompanied by a data flag alerting the user the result was under technical limit. The sample was repeated on a different e module (B)(4) giving 0.008miu per ml. Sample 3, initial result run on a different e module (B)(4) gave 0.005 miu per ml. This result was accompanied by a data flag alerting the user the result was under technical limit. The sample was repeated on this e module (B)(4) giving 0.009 miu per ml. Patients were not adversely affected. The field service representative did not find any problems. The verify analyzer performance calibration, controls, and pt samples were run for tsh.